Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer..

Event description:
Procedure: revision of previous transforaminal lumbar interbody fusion (tlif) l4 to s1. Revised 2 mis cannulated x-tab screws of patient right side due to loosening and pseudoarthrosis. Tlif cage was then inserted on right side at l4/l5 and new screws at l4/l5. Completion of construct on the right side was performed with new rod and caps. The following mfg medwatch reports are being filed for the two loosened screws: mfg medwatch report no. 1526439-2014-11478. Mfg medwatch report no. 1526439-2014-11479.